Manufacturer narrative:
On april 17, 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 10, 2020, the product investigation was completed. Device investigation summary: during visual inspection of the device, a tear was observed on the anterior aspect measuring approximately 1.5 cm. Microscopic examination in the tear edges, revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Initial reporter's number: (B)(6). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture (intraoperative). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that during a primary breast reconstruction surgery, a 300cc mentor memorygel breast implant ruptured. As a result, another 300cc mentor memorygel breast implant (catalog: 3507300mc lot: 7729763 sn: (B)(4)) was utilized to continue the surgery. There was no report of patient consequence or adverse event.